Event description:
The user came to the clinic on (B)(6) 2023 after a reported trauma the day before. The child fell from the bed and complained of pain on the implant side afterwards. Reportedly, the user also couldn't wear his audio processor.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient came to the clinic on (B)(6) 2023 after a reported trauma the day before. The child fell from the bed and complained of pain on the implant side afterwards. He also couldn't wear his audio processor.

Manufacturer narrative:
The investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user came to the clinic on 17sep2023 after a reported trauma the day before. The child fell from the bed and complained of pain on the implant side afterwards. Reportedly, the user also couldn't wear his audio processor. The user has been re-implanted.